Event description:
It was reported that the device was observed to be in back up vvi mode. Patient was externally defibrillated multiple times because the device was unable to convert the arrhythmia. The device code was successfully downloaded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.